Event description:
It was reported that the patient experienced pain at the ipg site due to the location of the ipg. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the physician pulled out the original strain relief loop. Both leads and ipg were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.